Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the complaint of device fell off. Testing performed found that the adhesive was verified to have a moderate amount of adhesion and the strength was acceptable. Due to the used condition of the foam pad, the reported complaint could not be confirmed.

Event description:
The patient reported that three of their v-go 30s fell off. It was reported that the patient prepped the application area with alcohol wipes and let the skin air dry. The devices were on for 3-6 hours before falling off. The devices were reported to be available for return to the manufacturer for evaluation.